Event description:
It was reported that the stent fell off the delivery system upon advancement in the ostial right. The stent was snared and retrieved successfully. The patient outcome was reported to be good.